Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultramini meter was powering off during use. The complaint was classified based on information obtained by the medical surveillance specialist during a follow up call with the reporter in addition to the customer care advocate (cca) documentation, since the reporter was unable to answer all questions during the follow-up call. The patient's spouse reported that the alleged power issue began 2 weeks prior to contacting lfs. The reporter informed the cca that the patient was managing his diabetes with oral medication. It is not known if the patient made any changes to his diabetes management as a result of the alleged issue. It is not known if the patient made any changes to his usual diabetes management regimen as a result of the alleged issue. The patient's spouse reported that on an unspecified date/time, after the alleged issue began, the patient developed symptoms of feeling "shaky, wobbly, and unbalanced". The reporter was unable to confirm if the patient had to receive medical intervention in response to the symptoms. The reporter did claim that the patient did see his physician sometime after the subject meter stopped working and his physician advised him to take an increased dose of oral medication. At the time of troubleshooting, the csr noted that the patient did replace the subject meter's battery as recommended in the owner's booklet. Replacement product was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.